Manufacturer narrative:
The serial number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that during an ultrasound guided breast biopsy, after the fifth tissue sample was obtained the cutter continued to move after the foot pedal was released. The probe continued to cut tissue outside the anesthetized area causing the patient severe pain. The patient experienced additional bleeding, which resulted in a large hematoma. Prolonged manual pressure was applied to stop the bleeding. There were no further clinical consequences.